Event description:
It was reported that during a pci procedure, the quantum maverick monorail balloon ruptured. The lesion being treated was 99% stenotic lesion in the mid left anterior descending (lad) coronary artery. An ivus catheter was unable to cross the lesion after guidewire placement. The physician attempted to predilate the lesion with the quantum maverick monorail balloon; however, it ruptured at 10 atms on the initial inflation. The procedure was successfully completed with a different device. No pt injuries or complications were reported. Pt status is reported as "good".

Manufacturer narrative:
The device has been returned, but the investigation is currently in progress. A supplemental MDR will be submitted upon completion of the investigation.